Event description:
As reported by the customer: while placing the headboard accessory for the surgical table, in or #5, the user crushed/cut her finger. The event occurred while prepping the or. The user was taken to emergency room and was allegedly treated for a laceration.

Manufacturer narrative:
User age and weight are not known at this time. Attempts will be made to gather this info. User was taken to the emergency room and was allegedly treated for a laceration to her finger. There is no expiration date for this product. Table headrest design seems to result in a pinchpoint between the pivot lever and the table top. The incident was a result of an unforeseen event of having the end user place a finger between the table top and the pivot lever. Evaluation summary: the quality engineering dept conducted performance and visual inspections on two different headrest sections that were available in the lab. The purpose of the testing was to simulate the event conditions as reported by the user. The engineers confirmed that the equipment is similar in design and performance to the headrest section at the specified account. The account did not return the actual headrest section involved in the reported event. Performance test: headrest section was inserted into a table and removed multiple times. The headrest section was taken out in straight position and lever depressed to see the movement of the section to default mode which is 45 degree angle formation between pivot lever and headrest section top. We confirmed that the default setting was achieved when the lever was depressed. Visual test: the insertion points, pinch points, lever and default mode were inspected to correlate any inherent flaws. Table headrest design seems to result in a pinchpoint between the pivot lever and the table top. The incident was a result of an unforeseen event of having the end user place a finger between the table top and the pivot lever.